Event description:
It was reported that the ilet bionic pancreas displayed prompts to connect to a cgm or enter blood glucose when used with a dexcom g7, and pairing to the ilet failed while the user¿s g7 was otherwise available; the user toggled cgm settings from g7 to g6 and back and re-paired per guidance. Symptoms included no sensor glucose data available to the ilet. Outcomes included no reported injury, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included troubleshooting and user education to reattempt pairing and observe for the warm-up indicator. Investigation of this case revealed a cgm not paired condition consistent with a communication or configuration issue between the ilet and the dexcom g7, with resolution steps provided to restore pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing failure related to connection configuration.